Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/07/2019. The manufacturer's field service engineer (fse) performed onsite troubleshooting and recommended that the customer replaced the user interface assembly. The removed part was returned for failure analysis. The customer replaced the user interface assembly to address the issue. The user interface assembly that was removed was returned the manufacturer for failure analysis (fi). During debugging, found cold cathode fluorescent lamp (ccfl) burn out. Due to the damage to the (ccfl) backlight no further testing required. Root cause: fi - the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. (B)(4).

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.